Manufacturer narrative:
Thrombus was confirmed through the evaluation of vad-(B)(4). The device was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing with an additional 6¿ section returned as well and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed inflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of vad-(B)(4) upon disassembly revealed a flat, non-laminated, tissue-like deposition on the body of the rotor. This deposition was hard and denatured, indicating that it was present while vad-(B)(4) was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient had elevated lactate dehydrogenase (ldh) and decreased hematocrit levels and pump thrombus was suspected. The patient was treated with tissue plasminogen activator and the ldh decreased from 2000 u/l to 650 u/l, but not to baseline. A ramp echocardiogram indicated poor left ventricular unloading. The patient received a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 65 days. The lvad was returned for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: subtx inr, elevated ldh. Heparin drip. Systemic tpa. Dipyridimole changed to plavix. Pump exchange. Additional information also included indicated: hemolysis: yes. Heart failure: yes. Abnormal pump parameters: yes. Device malfunction: n. Sub therapeutic anticoagulation: yes.